Event description:
It was reported that the patient was being treated with niv nava (non invasive neurally adjusted ventilatory assist) with an inserted edi catheter and was doing well. After about 2 hours of niv nava treatment, the nurse noted that the abdomen was distented and the edi catheter was not venting gastric air adequately. A second feeding catheter was inserted to relieve the distention. There was no patient harm. (B)(4).

Manufacturer narrative:
An investigation has commenced. A supplemental medwatch will be submitted when it is completed.

Manufacturer narrative:
The edi catheter was not returned. The complaint was a general problem with venting of gastric air via the 6 fr. Edi catheter that is used for the smallest neonates. The additional information received from the facility states that there was no malfunction with the edi catheter. In connection to that the edi catheter was placed in the patient a small amount of air was injected to verify that it was placed in the stomach and the small amount of air went in fine. The patient had not been fed through the edi catheter. The cause of the reported event is therefore not a product or batch related failure it is the small size of the lumen in 6 fr. Catheters.

Event description:
(B)(4).